Manufacturer narrative:
During failure analysis, overheating was duplicated; however, upon disassembly of the device, the internal components had no damage. Preventive maintenance was done and the device was cleaned, lubed, adjusted and returned to the customer.

Event description:
The core impaction drill was sent for eval due to overheating during a tooth extraction procedure. Another drill was used to complete the procedure without delay; no adverse event was reported.